Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging from 50 to 400 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The custom woke up with their blood glucose level at 50 mg/dl and the insulin pump informed the customer to give himself eight units of insulin. The customer stated their blood glucose rose to 400 mg/dl. The customer corrected their blood glucose value to 300 mg/dl. The customer was not hospitalized. The customer did not troubleshoot the issue. It is unknown what may have caused the fluctuating blood glucose levels. The customer did not return the product back for analysis.